Event description:
On 02/04/2001, the facility's nurse informed the dist of the following: the physician opened the package and noticed that there was a hair in it. The package was not brought into the sterile field. No further details were provided at this time.